Event description:
During device testing, it was reported that only the on/off button was operative on the large keypad. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined the cause of the failure to be a failed ic chip, designator u151.